Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported the customer had a prime anomaly. Customer stated their prime would not stop while changing their infusion set. Customer stated insulin was squirting out during the manual prime process. The customer's blood glucose was 133 mg/dl at the time of the call. It was also found insulin continued to drip after the customer lets go of the act button during the prime process. The customer stated they were not wearing the insulin pump during priming. Troubleshooting with a new infusion set and reservoir found insulin continued to drip after the act button was released. Customer also stated there was no gap between the piston and reservoir stopper. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.